Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Problem reported: during a marketing event, there were some issues encountered with the system. 1) the power cord to the nav monitor is extremely loose and the reporter had to hold it in place for the demo,. 2) there was no response when double tapping the footswitch to send the robot to the trajectory. They had to press and hold down the footswitch a third time for the robot to move. 3) the arm came out of the active mode while footswitch was still pressed and had not been released. 4) upon pressing the stabilizer release button, there was an error which ultimately cleared on its own. Was this a robotic or navigation only procedure? Robotic patient involvement? No - marketing event.